Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s blood glucose value was unavailable on the ilet due to an expired freestyle libre 3+ continuous glucose sensor, and pairing failed, necessitating application of a new cgm. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included remote troubleshooting and education, review of device alerts, and guidance to replace the expired sensor. Investigation of this case revealed that the cgm sensor had reached end of life and could not pair, which prevented transmission of glucose data to the pump; a new sensor was required. It was concluded, based on established findings for similar reports, that user notification of sensor expiration and normal sensor life cycle were the causes.